Event description:
The customer reported obtaining low and suppressed cc (cartridge chemistries) results for multiple patients, over two (2) different days, involving the unicel dxc 600i synchron access clinical system. The customer reported that the instrument also generated level sense errors during this event. The customer provided instrument printouts for six (6) patients and one (1) verbal example. This report references the event which occurred on (B)(6) 2013. Please see medwatch #2050012-2013-00464 for the report of the event which occurred on (B)(6) 2013. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Qc (quality control) results were within the established ranges on the date of the event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse replaced the cartridge chemistry sample probe and level sense board (smart module) to resolve the issue. The two parts are involved in cartridge chemistry sample handling and can affect any cartridge chemistry assay. Failure mode of the event is attributed to hardware; the fse replaced the cartridge chemistry sample handling components to resolve the issue. Results: level sense board (smart module). All related medwatch reports associated with this event: 2050012-2013-00463, 2050012-2013-00464.